Event description:
The manufacturer's representative reported that the patient was experiencing increase in symptoms in 2006. The catheter was replaced in 2006 after a dye study revealed the catheter was in the pump pocket. Same as manufacturer's report #: 2182207200602390.